Event description:
Event description guidant received information that this right ventricular lead displayed increased impedance and pacing threshold measurements and decreased sensing amplitude measurements. A lead fracture was visible upon x-ray examination near the brachiocephalic juncture. As the patient's left subclavian vein was determined by venogram to be occluded, a new pacing system was implanted on the patients right side. The leads on left side were capped and the device was explanted.